Manufacturer narrative:
The investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. Actual device not returned.

Event description:
The user facility reported that the coil came out of the sheath during a procedure. Follow-up communications with the user facility confirmed the following information: the stainless steel coil came out of the sheath when it was being withdrawn; the procedure was completed successfully; and there was no impact on the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00098 to provide the retention sample evaluation results as well as provide additional information received by the user facility. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the failure investigation was limited to assessment of user facility information and the retention sample from a recent random product run and the surrounding lots. There were no visual anomalies noted during a visual evaluation. In addition, functional testing confirmed the product met specification. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of applicable production and complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the device having been pulled against heavy resistance such as calcification, scar tissue, or tortuous anatomy. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00098 to provide the retention sample evaluation results as well as provide additional information received by the user facility. Additional information received confirmed that while withdrawing the sheath the ss coils unraveled which happened outside the patient's body.